Event description:
The customer realized that her blood glucose had reached 300 mg/dl. She had her daughter look to see if the device was ok and her daughter told her that the cannula was bent and there was also blood in the cannula. She removed the device. She is new to the product and thought perhaps she didn't apply it properly.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it, or some other product condition, could have contributed to the reported high blood glucose. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." If advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."